Event description:
The patient reported never having therapeutic effect. The patient got relief for about a day. The patient wanted to know how he went from 4 to a 1.70 on the patient programmer. Patient services told the patient that it's speculative but most likely, he probably accidently switched to a different program. The patient stated he increased to 2.0 but it was too high, so he settled at 1.90. The patient was to discuss with hcp (healthcare provider) before making the adjustment. The patient asked for field representative to speak with a patient. Additional information received from the healthcare provider noted that there was not a 50% or greater symptom reduction. The event cause was determined; it was not device related. Reprogramming was not needed. Lead migration (B)(6) 2015 was noted. Regarding were any troubleshooting, interventions, or other actions taken to resolve the event, it was noted: no. Regarding did the patient experience a loss of therapeutic effect, it was noted: no and unknown. It was also noted that the loss of therapeutic effect was sudden. It was noted that the patient experienced a sudden loss of stimulation. The patient was recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0tqwt, implanted: (B)(6) 2015, product type: lead. Product ID 3889-28, lot# va0tqwt, implanted: (B)(6) 2015, product type: lead. (B)(4).